Manufacturer narrative:
An event regarding fretting involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported by claimant's counsel that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2012, and was implanted with an lfit v40 femoral head and accolade stem. Subsequently she allegedly developed progressive pain in the right hip with metallosis that required revision surgery on september 22, 2020.